Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 370 mg/dl at the time of the incident and treated with manual injection. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer stated that the insulin pump was stuck on rewind process. Customer also reported that the insulin pump had external error and unexpected restart alarm and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 error test. No a21 alarm noted. However, motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to faulty force sensor resistor. Unable to verify a32 alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. (B)(4).